Event description:
(B)(6) study. It was reported that a thrombus occurred. The patient underwent a left atrial appendage (laa) closure procedure on (B)(6) 2018. The procedure was successful with a 27mm watchman laa closure device implanted. There was a complete seal and deployed device diameter of 19.7 mm. The patient was discharged the same day on aspirin and clopidogrel. On (B)(6) 2018, the patient presented for 3-month follow up and a thrombus was noted on the atrial facing surface of the device. The transesophageal echocardiogram (tee) performed revealed a non-mobile thrombus with area of 0.6 cm squared. The patient was on aspirin at the time of event. No further information is known at this time.